Event description:
Analysis of the returned indirect decompression (ID) spacer revealed severe abrasions on the mating surface of the actuator, the spindle cap and actuator shaft were completely sheared off from the implant body. The damage to the implant indicates the break was likely due to deployment against resistance and/or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states to not force deployment or implant breakage or damage to bony structures may result. Therefore, engineers concluded that unintended use error caused or contributed to the event.